Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation and repair. The alleged "excessive heat" could not be duplicated or confirmed due to the device being non-functional upon arrival...in lieu of this, analysis did find the motor bearings were corroded due to saline. The device was repaired, tested to specifications and returned to the customer. A review of the device maintenance history since (B)(4) 2012 found no repairs and/or maintenance history for this device.

Event description:
It was reported that the handpiece was overheating while in use and then stopped working. There was no patient impact reported.